Event description:
It was reported that the lead wire broke and that the lead wire and device were subsequently replaced. Patient outcome was not provided. If additional information is received, a supplemental form will be provided.

Manufacturer narrative:
Product ID: (B)(4), lot# j0461579v, serial#, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: lead. Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. (B)(4).